Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a blood leak occurred 2-3 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak from the clic blood chamber, which was visually observed by staff. The patient¿s estimated blood loss (ebl) was approximately 50 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The clic blood chamber was removed from the blood circuit, and the patient¿s treatment was restarted and completed successfully with the same machine and the same supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The actual sample was visually inspected and was found acceptable. In addition, a simulated use test was performed to actual sample with the machine and no issues were detected. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event.